Manufacturer narrative:
Steris completed an in-service training on (B)(4), 2011 on the proper operation and maintenance of the equipment.

Manufacturer narrative:
A steris service technician inspected the reliance eps units and determined the residue was due to leaking seals. The user facility ordered replacement parts (cup seals and hld house) and subsequently confirmed the parts were installed by the user facility's biomedical engineering department and the units were put back into service. The units are not under steris service contract and are currently maintained and serviced by the facility's biomedical engineering department. No further issues have been reported with the units since the reported event. Steris will offer the user facility in-service training on proper operation and maintenance of the equipment.

Event description:
The user facility reported finding an intermittent powder residue in the canister of two reliance eps units after cycles were completed using reliance high level disinfectant (hld). The unit's display, cycle printout and chemical indicators showed the cycles passed. The hospital did not use the affected/processed instruments in patient procedures, however, patient procedures were cancelled due to the scopes not being released.